Event description:
It was reported that during a lap colon resection the device tip broke off. It did not fall into the patient. There was no patient consequence reported. They completed the case with a new device.

Manufacturer narrative:
Broken blade and activation without tissue. Evaluation summary: the analysis results found that was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch history record were reviewed with no anamolies noted during the manufacturing process.